Event description:
The hearing aid dispenser called to report an unusually loud sound from the audio expert audiometer while testing in the prompted mode. The dispenser reported that an unnamed client complained of ringing in the ears (tinnitus) after the testing session. Client was referred to an ear dr.

Manufacturer narrative:
The date of this follow up report is 08/03/1998. Device eval summary: methods: the audiometer was returned for eval. The q.c. Technician that usually works on audiometers performed a general audiometer test & the usual final test to all performance calibration specs & recorded the results on the "audiometer unit analysis" form #56-00234 & the "beltone audio expert certificate of calibration." The dispenser reporting the problem to beltone provided a detailed written explanation of the test sequence performed on the hearing aid end user. The manager of audiological services, an audiologist, performed a general test of the unit & duplicated the test sequence as described by the dispenser. Results: the results of the eval of beltone audio expert audiometer serial number were that the unit performed according to all specs. All of the calibration tests showed that the unit, as received from the dispenser met calibration requirement test limits. The audiologist found no variation from expected signal levels. There was a minor problem: the frequency drifted at 200 hz. This is not part of the test specs for the unit. However, the unit would normally be adjusted to stop the drift. Conclusion: no conclusion can be drawn. Disposition: the unit was not repaired, & remains under qc quarantine pending any requests for further tests.